Manufacturer narrative:
Unique device identifier (UDI):(B)(4). The mayfield base unit was returned for evaluation: device history record shows no abnormalities related to the reported failure. Upon evaluation of the returned unit, the swivel adaptor would not separate properly. The base handle was out of adjustment and needs to be readjusted. Received a tre-star adaptor without the center adaptor instead of the standard adaptor. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional tests.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the swivel adaptor of the a3101 mayfield composite series base unit was not securing appropriately. There was no known patient injury or surgery delay.